Manufacturer narrative:
Final device investigation found that upon function testing, the device passed a leak test. There were no visible cracks or damage to the device. The complaint could not be confirmed.

Event description:
It was reported that three trocars leaked at the valve during a laparoscopic cholecystectomy, later into the procedure. The trocars were not replaced, and were used to finish the case. There was no pt injury. See MFR reports# 2134070-2012-00209 and 2134070-2012-00211 regarding the other trocars.